Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer was upgraded to a true metrix system. Most likely underlying root cause: mlc-22-client is testing with expired test strips (vial open for more than 4 months) note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is 116 to 160mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is more than four months ago (expired). The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is calling in stating that the meter is reading lo result. Customer does not have any symptoms however customer states that she did not believe the meter, so she stopped taking her meds for the time being until she went to her routine doctor's visit the next day, where she tested, and readings were 168mg/dl non- fasting.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is 116 to 160mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on 06/07/2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is more than four months ago (expired). The meter memory was reviewed for previous test result history: ((B)(6). Customer is calling in stating that the meter is reading lo result. Customer does not have any symptoms however customer states that she did not believe the meter, so she stopped taking her meds for the time being until she went to her routine doctor's visit the next day, where she tested, and readings were 168mg/dl non- fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-134-user has low glucose value note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.